Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Per the operative report (2009): "a large triangular annuloplasty ring was placed in hopes to draw down the posterior annulus and bring the anterior leaflet into plat. Because of a very small p1 segement this repair had significant insufficiency. Next I took off the triangular ring and replaced it with a posterior band." The valve was replaced and the patient left the operation in stable condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The patient also had another device explanted. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.